Manufacturer narrative:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached over 250 mg/dl. No treatment information was given. No further details to report. It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached over 250 mg/dl. The patient's guardian stated that her daughter keeps running high and the pdm takes three hours to deliver a bolus and she doesn't have the extended bolus setting on. The daughter keeps running high and she had to seek medical attention. No treatment information was given. No further details to report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached over 250 mg/dl. No treatment information was given. No further details to report.